Event description:
Philips received a complaint from the customer on the v60 indicating that the device is getting error code 110a - check vent proximal pressure sensor auto zero failed message. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. There was no medical intervention provided to the patient. There was no delay to therapy noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The biomedical engineer (bme) customer noted replacing the data acquisition (da) board recently. The rse advised to check significant event log for possible 110a or 110b (proximal pressure sensor autozero failed) entries. If confirmed, the customer was instructed to 1. Verify pin alignment between solenoids and the da pcba. 2. Replace the proximal auto-zero solenoids (3 and 4). 3. Replace the da pcba. The biomedical engineer was also advised to reseat the da board onto the flow sensor assembly. After further troubleshooting, the customer bme informed the rse that the problem was caused by the data acquisition board not being seated properly. The da board was reseated to resolve the reported problem. The device passed the required performance verification tests per philips standards and was returned to service.